Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, serial#: unknown, product type: extension. Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was coming in for a battery replacement due to normal battery replacement and a extension revision next week. Caller said they didn't know if there was an issue going on with the extension or why it had to be revised. Reason for call was caller wanted to make sure what the patient was currently implanted with. Caller said they weren't sure if the patient even had medtronic. Caller said patient was very confused as to what device manufacturer his deep brain stimulation was from.